Event description:
The dealer alleges the motor failed to engage the brake on the side on a ramp, causing the chair to jump the ramp on the right side, resulting in an injury to the consumer. No detail of the alleged injury are known at this time.

Manufacturer narrative:
(B)(4). RMA (B)(4) had been initiated for this issue. Model tdxsr-cg, (B)(4) was approximately 1 year 3 months old at the time of the incident. The user manual part number 1143190 rev f (apr-08) was issued with this device. The user manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the user manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.